Manufacturer narrative:
The cobas c 503 analytical unit serial numbers were (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine plus ver.2 results from two cobas c 503 analytical units. Sample 1 initial result from serial number (B)(6) was 1.76 mg/dl. On (B)(6) 2025, the result from serial number (B)(6) was 1.02 mg/dl. The repeat result from serial number (B)(6) was 1.02 mg/dl. On (B)(6) 2025, sample 2 (same patient) initial result from serial number (B)(6) was 0.708 mg/dl. The repeat result from serial number (B)(6) was 0.68 mg/dl.

Manufacturer narrative:
The field service engineer replaced the sample probe and adjusted the rinse water levels. A reagent issue was not likely since the qc and calibration data were inconspicuous. Due to the limited information provided, the investigation was unable to determine a specific root cause. The event was consistent with a hardware or preanalytic issue at the customer site. Correct pre-analytic sample handling is within the customer's responsibility.